Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient's device was alerting for unknown reasons. The disposition of the device is unknown and will not be known. No patient complications have been reported as a result of this event.